Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that customer was hospitalized due to low blood glucose on unknown date with blood glucose of 141 mg/dl. Customer stated they was receiving too much insulin during the night. Customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.